Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported constant close door alarms caused by a loose upper link screw. The link screws were replaced to correct this condition.